Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion was implanted in the endovascular treatment of a thoracic aortic dissection.  A CT performed two months later identified a ib endoleak. It was reported that a CT with and without contrast was performed over one year later. The site reviewed this imaging and no endoleak, migration or false lumen perfusion were noted. The maximum aortic diameter was 47mm. It was noted there is excellent flow into the visceral arteries as well as the bilateral femoral arteries.  Corelab reviewed the CT and noted aortic enlargement distal to endograft +9.4mm. No endoleak , stent ring enlargement or fracture were noted.  A CT with and without contrast was performed on the 20th of jan 23. No endoleak, false lumen perfusion or migration were noted by the site. The maximum aortic diameter was noted as 46mm. Corelab reviewed the same imaging and noted aortic enlargement of +12.4mm distal to the endograft (ongoing). No endoleak , fracture or stent ring enlargement were noted. No additional clinical sequalae were provided and the patient will be monitored.